Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the vaporizers need calibration. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that the daily checkout had failed. The resolution was to correctly fit and lock the vaporizers. There was no malfunction. This event was not reportable. Additional information was received stating that the daily checkout had failed. The resolution was to correctly fit and lock the vaporizers. There was no malfunction. This event was not reportable.